Event description:
It was reported that during a miph steps, after firing it was found that half of staples came out and bleeding occurred. Almost half of circle was cut, but not stapled properly. In addition, some of the staples were malformed. Hand suturing with vicryl to control bleeding was performed. There were no other patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.